Manufacturer narrative:
Concomitant medical products: 694765, lead, implanted on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of information received on the remote transmission was reviewed by qualified personnel. It was found that approximately three months ago there was a high threshold measurement on the atrial lead. The lead remained in use. No patient complications have been reported as a result of this event.